Event description:
It was reported that the battery was heating. The patient was using the spinal cord stimulator 24 hours a day 7 days a week. The battery felt ¿hot¿ on the date of this report. The battery was still implanted. The patient had 75% improvement in pain. The implantable neurostimulator (ins) was the only component involved. The patient had felt the battery was getting warm ¿the last day.¿ no troubleshooting was done. The patient was doing well.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 3777-75, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).